Event description:
It was later reported that the patient was doing great after their replacement, and they had no signs of pain or any other issues.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The patient's pump was replaced on (B)(6) 2015. The patient was not complaining of any symptoms before the replacement, and everything went well with the replacement surgery. Printouts from a (B)(6) 2015, interrogation confirmed that numerous low battery resets occurred on (B)(6) 2015, beginning at 08:22 and ending at 09:32.

Manufacturer narrative:
Analysis of the pump revealed shorting across the insulator of the motor feedthrough.

Event description:
It was reported the patient had reported hearing an alarm for ¿about¿ two weeks. A refill was performed the day prior to the date of this report. At the refill, the expected residual volume was 7.1ml and the actual volume was 8ml. There were no patient symptoms reported per the health care provider (hcp). The printout was reviewed from the refill which showed a ¿pump is safe state ¿ reset occurred¿ under the current pump settings printout. The message was not on the pump status after update printout. The pump was also running in minimum rate, however, they were able to program to desired dose at the refill. They were not aware of any electromagnetic interference (emi). It was noted the patient was in a wheelchair. The logs had not been read. The hcp planned to replace the pump on (B)(6) 2015 as they didn¿t have confidence in pump function. The event date was noted to be (B)(6) 2015; however, a specific date was not provided. The device system was used to deliver compounded morphine, compounded baclofen and clonidine. Additional information has been requested regarding if any patient symptoms did occur, if the cause of the safe state and reset was determined and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).